Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient weighted (B)(6) lbs and the time of the event. The patient's implant now works after getting their new desktop charger.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the connector pin was broken. On 2016-06-26 additional information was received from the patient who reported they ins hasn't been working and they have not received replacement cord/connector pin that was supposed to be sent. No further complications reported and/or anticipated at this time.